Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, all images turns black and blue when angulating the scope. The anatomy of the patient was not visible on the center screen. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and found that the image flickers when angulated due to a failed charged couple device (ccd). The reported issue was not confirmed. The image flickers when angulated. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, all images turns black and blue when angulating the scope. The anatomy of the patient was not visible on the center screen. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.